Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon device interrogation, the right atrial lead exhibited noise oversensing. No intervention was performed. No further information was available.

Event description:
New information received on (B)(4) 2018 indicated that the patient was only symptomatic, uncomfortable, when the lead was oversensing noise leading to automatic mode switching. The patient was otherwise asymptomatic.